Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the failure analysis evaluation verified the complaint incident. The evaluation identified the temperature (ict) connector was loose thus causing the ict temperature to be unstable. The cam02¿s connector was replaced, the cam02 monitor was calibrated and safety tested. The results were reviewed as part of this investigation, all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification. The DHR pack was reviewed for cam02 monitor serial number (B)(4) appendix 1. Date of manufacture: (B)(6) 2013. No non-conformance reports were raised during the manufacturing process for this monitor. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. The review encompassed dates (B)(6) 2015 to (B)(6) 2016. A total of 105 complaints were reviewed of which this complaint is the single complaint occurrence which contained the search criteria. Additionally the review verified this complaint is the single complaint occurrence for the serial number (B)(4). During the time period ¿(B)(6) 2015 to (B)(6) 2016¿, the global product usage for cam02 monitors was calculated as 21,904 usages, using the total quantity of cam02 monitor catheter sales sold per cam02 monitor customer to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints over the review period with the key word identified in the complaint review (1) can therefore be calculated as 0.005 (5 x 10 ¯5) of procedures. This percentage is within the expected ¿remote¿ rate of occurrence scored in the cam02 monitor¿s pfmea issue 3 risk management review. Future complaints will be continued to be monitored and trended. Based on the review it can be concluded no corrective actions are required for the complaint investigation. Future incidents of this nature will be documented for recurrence and trending purposes. Conclusion / root cause: the root cause was identified as temperature (ict) connector was loose thus causing the ict temperature to be unstable.

Event description:
The cam02 inter-cranial pressure and temperature monitor failed during incoming tests and was not stable with respect to temperature monitoring. The device was not in contact with a patient, no patient injury / death alleged and no medical intervention or revision required. It was unknown if there was a delay in surgery due to the product problem.